Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v532909, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported that she had a labian cyst that was right there when it fired which came up real fast. The cyst covered a blood clot and it hit her, varicose vein on that side which went from her vagina down to her knee. There was no alleged device issue reported. The event occurred during use and the indication for use was interstimulation- other. No outcome or intervention was reported regarding the event. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent. Information about related events omitted and captured in pe: (B)(4) -( lead jammed during implant), pe:(B)(4) (trial - leads jammed during procedure), pe: (B)(4) -(vaginal infections), pe:(B)(4) (lte, constipation, pain), and pe:(B)(4) -(pain down left side/leg).